Event description:
Medtronic received information that following a heart valve implant, during the post-op period, the patient had a cardiac arrest and this temporary pacing wire did not stimulate the heart due to a fracture in the wire. It is unk if the fracture occurred during resuscitation or prior to the cardiac arrest.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. Analysis: the product has been returned and continues to undergo extensive analysis. Conclusion : the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a follow up report will be submitted.